Event description:
The patient was implanted with a vented electric left ventricular assist device (lvad). In the clinic, the patient was found to have worsening abdominal pain with continued weight loss and early satiety. Laboratory testing indicated elevated lipase, indicative of pancreatitis. The hospital team felt the pancreatitis was due to the mechanical compression of the lvad. It was decided to emergently exchange the lvad with another lvad.

Manufacturer narrative:
The patient remains ongoing with the manufacturer's lvad device. The manufacturer is attempting to acquire the device for further evaluation. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.